Event description:
I received essure implant devices in my fallopian tubes in (B)(6) 2012. I am now experiencing severe pelvic pain and inflammation in the exact location of the inserts, and stabbing pelvic pain on the left side. I will see my gynecologist about essure removal on (B)(6).